Event description:
A customer reported a leak in a parenteral nurtrition fluid container. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.